Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer reported that smoflipids were running for 9hrs when it no longer would flow despite multiple attempts so flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: smoflipids were running for 9hrs when it no longer would flow despite multiple attempts.